Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system displayed please wait message and did not start up after a reboot. Upon troubleshooting fse found the failure in the host pc. To resolve the issue, fse replaced the host pc and restored all backup. The defective host pc was returned to philips for analysis and found that bmc corrupted and fru and sdr info unable to read due. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed a 'please wait' message and did not start up after a reboot. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.